Event description:
The customer reported to olympus, the hd (high definition) autoclavable camera head had image flashing. The issue was found at reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image had lines on print and it flickered when connecting to the camera head. Additional finding are as follows; the camera failed the lead test due to a cut cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that image has lines on print, it flickers due to communication failure caused by cable failure. For cable failure, it is likely that the cable was broken due to cable flooding. The event can be detected/prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.